Event description:
The physician attempted to deploy an endeavor sprint 2.50 x 30 mm rx drug eluting stent. The pathway to the target lesion was very tortuous. There were no abnormalities noted during preparation or inspection of the device prior to use. The stent was advanced but resistance was encountered and it could not cross the lesion. When it was withdrawn, it was reported that the stent was deformed. There were no patient complications. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 11th and 12th proximal stent segments were raised and deformed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (tortuous vessel). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (tortuous vessel). (B)(4).